Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 4.5 years remaining to 3.5 years remaining in a span of 3 months. Boston scientific technical services (ts) confirmed part of the advisory device with clinical recommendations to replace early. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 4.5 years remaining to 3.5 years remaining in a span of 3 months. Boston scientific technical services (ts) confirmed part of the advisory device with clinical recommendations to replace early. This device remains in service. No adverse patient effects were reported. Additional information received that the implantable pacemaker was explanted and replaced. No additional adverse patient effects were reported.